Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 11, 2023.

Event description:
Per the clinic, the patient experienced a head trauma resulting in poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on jun 2, 2023.